Manufacturer narrative:
UDI= (B)(4). Event date and explant date: (B)(6) 2016. Additional suspect medical device component involved in the event: model #: sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm. The explanted devices will not be returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a revision procedure (MFR report #: 3006630150-2016-00763), the patient developed an infection at the lead site. The patient underwent an explant procedure where the leads were removed.

Manufacturer narrative:
(B)(4). (B)(6) 2016 additional suspect medical device component involved in the event: model #: sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm additional suspect medical device component involved in the event: model #: sc-4316, lot # 17146840, description: next generation anchor kit-sterile the explanted devices will not be returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. - additional information was received that the patient was initially hospitalized where dressing was applied to the skin breakage around the anchor site. The physician attributed the skin breakage to the location of the anchor site not being deep enough. The patient¿s leads and anchors were explanted due to unfinished healing and swelling. The physician also stated the patient needed a colectomy and removed the devices as a precaution.

Event description:
A report was received that the patient experienced skin erosion at the anchor site. The anchor was replaced. Later, the patient had an infection at the lead site and underwent an explant procedure where the leads and anchor were removed.